Event description:
It was reported by service report that the IV pole would not stay in place and the brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
IV pole.